Manufacturer narrative:
If implanted, give date: the lens was not implanted. If explanted, give date: the lens was not implanted; therefore, it was not explanted. Device evaluation: the product was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. It was from a preloaded product. Provisc used did not have contact with patient. Surgery was completed with another lens. Apparently, the defect was not specifically known by the contact person when follow-up was done. No other information was provided.